Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected manufacturer's investigation conclusion: review of the submitted log files confirmed low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms on 14jul2025. The low flow alarms lasted as long as 2 hours continuously and were associated with flow as low as 0.0 liters per minute (lpm). Flow improved on 14jul2025, and the low flow alarms resolved. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including pericardial fluid collection. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 of the IFU also provides an explanation of all pump parameters, including speed, flow, and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. B, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were sent for analysis with low flows recorded. The surgeon wanted to know specifically what happened on (B)(6) 2025 to use as a teaching lesson to the team. It was noted the patient was now stable. The patient had remained extubated and was stable with no inotropic support over the weekend but was kept in intensive care unit (ICU). The lvad flows were 3.5 to 3.9 lpm. On (B)(6) 2025 at 0826hrs the patient developed a sudden low flow of their lvad down to 0.8 then 0.4 lpm. The patient became unresponsive and required cardiopulmonary resuscitation (CPR) for 2 minutes. Return of spontaneous circulation (rosc) was achieved after but the left ventricle remained small, and the right ventricle was only slightly dilated. Possible hypovolemic shock was noted after the event. Extracorporeal membrane oxygenation (ECMO) was inserted for stability and a computed tomography (CT) was done to rule out pericardial effusion (pe) as cause of initial low flow collapse. The CT scan found a right effusion, which was new. They were immediately transferred to operation theatre (ot). The cause of the low flows was not able to be identified. The alarms resolved after reopening and haemostasis. It was noted that the patient's fluid balance was positive 150mls. Their mean blood pressure (bp) was 90-93 without inotropes. Their vital signs were stable, and labs were normal before low flow events. The log file contained data from (B)(6) 2025 9:43:43 - (B)(6) 2025 14:31:46. The event log file captured low flow alarm events on 14jul2025. There were also several momentary low flow events recorded. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may have been due to a patient related issue.